Event description:
The reported description notes that after a code situation in which a pt expired, the customer was unable to retrieve retrospective bedside monitor info.

Manufacturer narrative:
(B)(4). The reported description notes that after a code situation in which a pt expired, the customer was unable to retrieve retrospective bedside monitor info. The limited available info indicates no lack of awareness of the pt condition and no delay in treatment. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.